Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that the patient returned home from the hospital two days after implant of the implantable pulse generator (ipg), then all of a sudden had a cardiac arrest and died. They alleged that the ipg should have prevented the patient from having a heart attack and it contributed to the patient¿s death.